Manufacturer narrative:
Product complaint # (B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.the single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts have been made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.if possible, please confirm the quantity of sutures that broke during this procedure.if possible, please confirm the quantity of needles that came off during this procedure.were there any patient consequences?please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep)additional information was requested, and the following was obtained:product not available to return, blood contaminated and destroyed.

Event description:
It was reported that a patient underwent an unknown procedure on (b/)(6) 2024 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.